Event description:
It was reported that the device showed an o2 failure. Furthermore, automatic ventilation was not possible. No injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
For the investigation the log file was analyzed. On the day of the event, the device sporadically alarmed for atemsyst. Installation ok?. The root cause of the alarm was a deviation between the applied piston volume and the volume measured by the inspiratory flow sensor. At the same time, a lack of fresh gas was detected and an alarm was triggered accordingly. The user then switched to man/spont and the central oxygen supply was interrupted one minute later. The device first alarmed o2 pressure low and then o2 failure. The therapy was finally finished by switching to standby. On site, a leak in the rolling seal was found to be the cause of the difference between the piston volume and inspiratory volume. Furthermore, intraoperative leaks outside the integrated breathing system were detected during operation, which led to a lack of fresh gas and corresponding ventilation restrictions. The failure of the o2 supply was due to an interruption in the central gas supply. Other than initial assumed, it was found during logfile analysis that the set positive end-expiratory pressure (peep) could not be maintained due to the leak at the membrane. Accordingly, the case was subsequently assessed as reportable on the basis of the available test results. The primus was checked on site in accordance with the manufacturer's specifications and the problem was solved. The number of similar cases due to the same cause is within the expected range of the respective risk assessment and is therefore accepted. The failure rate in the field is subject to continuous monitoring by the responsible product quality committee and is classified as acceptable.